Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025 the user reported sitting on the ilet, cracking the screen, which then became unresponsive and would not unlock. The user confirmed no impact to blood glucose, hospitalization, or treatment. A replacement device was sent,